Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer experienced blood glucose (bg) levels ranging between 288-500mg/dl and large ketones. Correction boluses and manual injections were delivered to address the bg and ketone levels. The customer declined troubleshooting with tandem technical support to determine a possible cause of the current occlusion and stated that the pump supplies would be changed. The customer declined a follow-up call to ensure their bg level decreased from 288mg/dl; the ketone levels had been resolved.